Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Unit was received with normal operating currents. Also a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump failed self test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 98 mg/dl. The customer stated crack was seen on screen and reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.